Event description:
During a cataract procedure two of the phacomachines malfunctioned. Tried different handpieces and three different cassettes in both of the machines and it continued to read "low-vac" when tested.